Event description:
During the hospital's in house bio-med testing an 810:11 and 810:04 failure occurred. There was no report of this occurring during patient use. The hospital bio-med stated that they have no record of any patient incident involving the pump since the last baxter service event.